Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 7 of 7; 1627487-2019-06695, 1627487-2019-06696, 1627487-2019-06697, 1627487-2019-06699, 3006705815-2019-02157, 1627487-2019-06741.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 7 of 7 1627487-2019-06695, 1627487-2019-06696, 1627487-2019-06697, 1627487-2019-06699, 3006705815-2019-02157, 1627487-2019-06741. It was reported the patient experienced ineffective coverage of therapy. Trouble shooting did not resolve the issue. To address the issue patient underwent scs system explant .